Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: stent graft: improper placement, branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2025, the patient underwent endovascular treatment for a pseudoaneurysm in the thoracic aorta following a combined aortic resection and patching for lung cancer, using a gore® tag® conformable thoracic stent graft with active control system. After the debranching of the left common carotid artery and the left subclavian artery was performed, the gore® tag® conformable thoracic stent graft with active control system was deployed, intentionally covering approximately 3 mm of the left common carotid artery. Final angiography showed no issue with blood flow. However, there was a blood pressure difference of approximately 30 mmhg between the right and left arms. It was considered that the sleeve of the gore® tag® conformable thoracic stent graft with active control system affected the blood flow. A stent was implanted in the left common carotid artery. After the stent was implanted, the blood pressure difference between the right and left arms was improved. The patient tolerated the procedure well. The physician stated that the sleeve might have affected the blood pressure, as the difference was improved after the stent implantation.